Event description:
On 3/2/95 pt came in with complaints of sob & chest pain with deep breath. No blood return from vad despite ability to instill fluids without meeting resistance. Noted serous fluid leaking around needle. Chest x-ray showed catheter fragment noted to have broken off & lodged in right ventricle. Pt had removal of catheter including fragment by interventional radiologist.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.